Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported totalcare had head of the bed unable to be raised. There were patient involvement and no injury or any impact on the patient or user resulting from this.